Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was previously implanted with a bifurcated stent grafts and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). During the 7-month routine follow up, a type 3a endoleak was discovered by computerized tomography (CT) scan. An intervention is currently being discussed but nothing has been scheduled at this time. The patient is currently being monitored. As of the date of this report, there have been no additional patient sequelae reported.

Event description:
Additional information: a secondary procedure was completed. The physician elected to implant an infrarenal stent extensions to treat the reported the event.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and/ or images but no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: outcomes attributed to adverse events